Event description:
It was reported that the patient experienced return of spasticity and itching in 2008. In 2008, the hcp checked the patency of catheter by accessing the catheter access port. The hcp was able to aspirate 2mls of cerebrospinal fluid and it was determined to be "okay". Following that, the hcp attempted to perform a contrast study; no issues were noted. The patient became "suddenly" somnolent; "his consciousness returned" about 3 days later. An MRI was performed in the next day. The hcp was concerned that following catheter analysis, the drugs may have "pooled" and subsequently released into the cavity causing overdose symptom. The patient again experienced spasms. The pump and catheter were replaced approx 21 days later. The patient was doing well following surgery.